Manufacturer narrative:
(B)(4). The customer reported a problem with the display on the device. The device was evaluated by a local third party service provider. The symptom was clarified as the bottom part of the display not functioning. Replacing the display assembly resolved the issue.

Event description:
The customer reported a problem with the display on the device. The device was evaluated by a local third party service provider. The symptom was clarified as the bottom part of the display not functioning. Replacing the display assembly resolved the issue.